Event description:
It was reported that the patient's abdomen was 'jumping.' The 'thumping' is happening roughly once per second. The left ventricular lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.